Event description:
It was reported that the tubing of a clearlink system solution set leaked at its junction with an unspecified component. Patient involvement and the step of setup or therapy during which this occurred are unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: in addition to the actual device, (B)(4) unused devices of the same lot were received for evaluation. Visual inspection was performed with no defects noted for any of the samples. Each sample was then connected to a solution bag, primed, and observed for issues; solution flowed through each set with no leakage identified. The reported problem was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.